Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation of the device by omsc confirmed the following; there was a small air leak in the light guide connector and a twist in the video cable. When the power of the device was repeatedly turned on / off or energized continuously for several minutes, the endoscopic image became black irregularly or a b31 or e218 error occurred. Error code e218 means that the endoscope was damaged. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a temporary failure due to moisture, damage inside the device, an abnormality in the ccd unit or video connector board. Omsc sends the device to the olympus service operation repair center (sorc) for a detailed investigation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure for treatment, a scope error (b31) occurred. And the entire screen went black and the endoscopic image was not displayed. The user replaced the device to videoscope of the same type and completed the procedure. There was no report of patient injury associated with this event.